Event description:
It was reported by the customer that they responded to a male pt. No age or demographics were provided. The customer connected the device to the pt with defibrillation pads (unk type or brand). It was reported that the device would not deliver therapy while in the sync mode. The pt was not resuscitated.

Manufacturer narrative:
Physio-control evaluated the device; however, the reported failure was not verified, nor duplicated. The pt event record was downloaded and showed to the customer. The customer understood that the reason the device did not deliver therapy in the sync mode was because the pt was in v-fib and no r-waves were present. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. A clinical review of the pt event record was performed. It was determined that the user failed to recognize v-fib and CPR and defibrillation was delayed. The user incorrectly turned on the sync mode with no r-waves present. The root cause of the reported failure was determined to be user error.